Event description:
Caller reported a malfunction on pump, identified by malfunction code malf 12 and fault ID 0x2071, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Cts assisted caller with resetting pump and provided information for future resets, with instructions to call back if malfunction recurs.